Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer exchanged cuvettes and the lamp, cleaned the sample probe, and cleaned the wash station probes. The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial result was 186 mmol/l. The sample was repeated on another module and the repeat result was 140 mmol/l.